Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance as soon as the first ruby coil was advanced into the microcatheter and continued to experience resistance while advancing the ruby coil to the middle of the microcatheter. The physician decided to remove the ruby coil, and upon removal, the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter and the ruby coil were removed together from the patient. The procedure was completed using the same microcatheter, another ruby coil of the same size, an additional ruby coil, two pod packing coils (pod pcs), and six non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pull wire was within the pusher assembly ddt. If the ruby coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach from the pusher assembly. The root cause of the resistance could not be determined. Further evaluation of the device revealed a pusher assembly kink and offset coil winds on the embolization coil. This damage was likely incidental to the compliant. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.